Event description:
Pt presented for tonsillectomy and adenoidectomy intubated by anesthesiologist. Procedure initiated. Surgeon touched suction coagulator to tonsil snare in usual manner. Flame was noted to occur at bottom of tonsil fossa and alongside tongue. Surgeon smothered flame with fingers.